Event description:
It was reported that during a port placement procedure, the sheath was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 8.0f peel-apart sheath with vessel dilator was retuned for sample evaluation. Visual and functional evaluations were performed. The sheath and dilator were noted to be bent. The peel-apart sheath was noted to have bunching at the distal end. No anomalies were noted. Therefore, the investigation is confirmed for the identified deformation. However, the investigation is unconfirmed for the reported sheath broke issue as no objective evidence found from returned sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.